Event description:
The customer reported the cable is not going to the unit and the unit is not coming up. The lemo receptacle on c-arm is missing a pin.

Manufacturer narrative:
(B) (4). The ge service rep replaced the c-arm lemo connector. All c-arm and workstation controls are functioning properly.